Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Correction data: b5 - it was also reported that the patient experienced refractive surprise. H6 - lens work order search: no similar complaint type events reported for units within the same lot. Should have been included in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -16.0/1.5/084 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.